Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) that error 23210 occurred on the universal surgical manipulator (usm) arm 4. The tse had the customer power cycle the system with emergency power off (epo), which returned the system back to normal for about two minutes. After that, error 26002 occurred. The tse tried to continue troubleshooting with the customer; however, the surgeon decided to convert the procedure. The customer requested field service engineer (fse) follow up. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was system inspected prior to the use with no issue. There was no harm to the patient. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse reviewed logs and confirmed error 26002 occurred several times on universal surgical manipulator (usm) arm 1, but the fse could not confirm 23210 error. The fse also found unrelated errors 307, 1007 and 32100 on arm 4. The fse replaced proximal set up joint (psuj) to resolve the issue. The system was tested and verified as ready for use. A system log review was performed by technical support engineer (tse) and fse. Per the review, the issue occurred during a procedure on (B)(6) 2022 using system sk3738. A review of the site's complaint history revealed no other complaints related to this event. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to open surgery. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the proximal setup joint (psuj) involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported error. However, the error was confirmed via the field logs. The unit was placed on a psc (patient side cart) fixture test platform (pftp) machine, and it failed the brake test. A golden axes controller setup (acu) was installed, and it passed all tests in the pftp machine. The old acu was reinstalled, and the suj failed the brake test again. Root cause was determined to be a component failure.